Event description:
It was reported that the hose was broken. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, the device was found to be not functioning properly and exhibited above--specification temperatures; the cause is normal wear. Device was repaired and returned to the customer.